Event description:
An asymptomatic pt returned for a routine vena cava removal. The cava gram revealed that a limb was separated from the filter. The doctor attempted to remove the filter but was unsuccessful because the angle of the filter prohibited cone from docking. The filter remains implanted.